Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('specimen extracted from left fallopian tube contains a twisted spring and a separate bit with flexible thin metal rod'), device dislocation ('we were unable to isolate the right fallopian tubs device.') And pregnancy with contraceptive device ('pregnancy (no complications)') in a 22-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2011), human papilloma virus infection, miscarriage, pap smear abnormal, urinary tract infection, endometriosis, vaginal delivery and paratubal cyst. Current weight 120 lbs. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2009 and estrogen pill. Concurrent conditions included amenorrhea, vaginal burning sensation, vaginal itching and hemostasis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 months 25 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain (back, abdomen, pelvic, joint)"), arthralgia ("pain(joint)"), abdominal pain ("pain(abdomen)") and back pain ("pain(back)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced depression ("neurological conditions or problems type: mood swings/ depression") and mood swings ("neurological conditions or problems type: mood swings/ depression"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On (B)(6) 2018, the patient experienced acne ("rashes or skin conditions type: acne") and rash ("rashes or skin conditions type:rashes"). On an unknown date, the patient experienced weight fluctuation ("gain / loss specify which one: weight gain / weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, acne, rash, migraine, depression, mood swings, dysmenorrhoea, dyspareunia, weight fluctuation, arthralgia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given feb2010 initially, in current pfs (B)(6) 2010 was given she did not experience any complications of your unintended pregnancy or delivery. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: result: total bilateral occlusion. Pregnancy test urine: on (B)(6) 2010: result: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('specimen extracted from left fallopian tube contains a twisted spring and a separate bit with flexible thin metal rod'), device dislocation ('we were unable to isolate the right fallopian tubs device.') And pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2011), (B)(6) infection, miscarriage, pap smear abnormal, urinary tract infection, endometriosis, vaginal delivery and paratubal cyst. Current weight (B)(6). Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2009 and estrogen pill. Concurrent conditions included amenorrhea, vaginal burning sensation, vaginal itching and hemostasis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 months 25 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain (back, abdomen, pelvic, joint)"), arthralgia ("pain(joint)"), abdominal pain ("pain(abdomen)") and back pain ("pain(back)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced depression ("neurological conditions or problems type: mood swings/ depression") and mood swings ("neurological conditions or problems type: mood swings/ depression"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On (B)(6) 2018, the patient experienced acne ("rashes or skin conditions type: acne") and rash ("rashes or skin conditions type:rashes"). On an unknown date, the patient experienced weight fluctuation ("gain / loss specify which one: weight gain / weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, acne, rash, migraine, depression, mood swings, dysmenorrhoea, dyspareunia, weight fluctuation, arthralgia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6) 2010 initially, in current pfs (B)(6) 2010 was given she did not experience any complications of your unintended pregnancy or delivery. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: result: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs & mr received: previously reported ¿injury nos¿ was replaced with ¿ device breakage, events- device dislocation, pelvic pain, ¿pregnancy (no complications), menorrhagia, vaginal bleeding, yeast infection, acne, rash, migraine, headache, mood swings, depression, dysmenorrhea, dyspareunia, weight gain, weight loss, back pain, abdominal pain, joint pain, device ineffective¿, lot number, event onset date, date of removal, reporter information, patients dob, demographics, lab data, medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('specimen extracted from left fallopian tube contains a twisted spring and a separate bit with flexible thin metal rod'), device dislocation ('we were unable to isolate the right fallopian tubs device.') And pregnancy with contraceptive device ('pregnancy (no complications)') in a 22-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2010. The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2011), human papilloma virus infection, miscarriage, pap smear abnormal, urinary tract infection, endometriosis, vaginal delivery and paratubal cyst. Current weight 120 lbs. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2009 and estrogen pill. Concurrent conditions included amenorrhea, vaginal burning sensation, vaginal itching and hemostasis. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2016 and ibuprofen since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 months 25 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain (back, abdomen, pelvic, joint)"), arthralgia ("pain(joint)"), abdominal pain ("pain(abdomen)") and back pain ("pain(back)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced depression ("neurological conditions or problems type: mood swings/ depression") and mood swings ("neurological conditions or problems type: mood swings/ depression"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On (B)(6) 2018, the patient was found to have weight decreased ("gain / loss specify which one: weight gain / weight loss"). On (B)(6) 2018, the patient experienced acne ("rashes or skin conditions type: acne") and rash ("rashes or skin conditions type:rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, acne, rash, migraine, depression, mood swings, dysmenorrhoea, dyspareunia, weight decreased, arthralgia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6) 2010 initially, in current pfs (B)(6) 2010 was given. She did not experience any complications of your unintended pregnancy or delivery. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: result: positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received- weight fluctuation was updated into weight loss was added. Reporter information and concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.